Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address cup malpositioning. Doi: (B)(6) 2004; dor: (B)(6) 2014 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-rays were obtained and reviewed by engineering. Root cause of the malpositioning can not be determined based on this one x-ray. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address cup malpositioning.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.